Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that during in room set up and inspection for an unspecified procedure type, and prior to the patient being in room, the distal end coating of the cysto-nephro videoscope was found to be broken/distal end coating was peeled off. There was no patient involvement, and no harm was reported as a result of the event.